Manufacturer narrative:
The reported event of low lead impedance was confirmed. The reported event of ¿insulation break¿ was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Final analysis found an internal short between conductors due to overtorqued inner coil inside the connector region which cause the reported event of low lead impedance.. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during implant procedure, the novel right ventricular lead exhibited low, out of range pacing impedance. It was determined that there was an insulation break in the lead. The lead was not used to complete the procedure on (B)(6) 2023. The patient was stable.